Event description:
On 7/2002 smith & nephew was informed that subsequent to the implantation of a suretac device in 1999, the patient claimed to experience pain for several months. There is no further information available at the time of this report.